Manufacturer narrative:
The insulin pump was received with act and escape buttons and did not respond due to unlock on j2/lcd keypad connector. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and glucose sensor test due to button keypad anomaly. No frozen screen noted. Time advanced properly. Pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had calibration message and locked. The customer blood glucose level was 13 mmol/l at the time of incident. It was reported that they performed the frozen screen test and the keypad anomaly or button error test on the insulin pump both without success. The insulin pump will be returned for analysis.